Event description:
This was reported as an arteriotomy closure of the left common femoral artery prior to an endovascular aneurysm repair (evar) procedure. One prostyle suture was successfully pre-placed. Reportedly, with the second device, the suture separated when the plunger was removed. The knot was found untied upon device removal. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore sheath and the evar procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or suture/link pulled until it breaks contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.